Event description:
During a coronary drug eluting stenting treatment procedure, deflation difficulties were encountered. The physician deployed a cypher stent in the proximal rca and post dilated with a quantum maverick 3.75 x 12 mm balloon. He then predilated a moderately calcified, 75% stenosis in the mildly tortuous proximal lad with a maverick 2.5 x 9 mm balloon (6 inflations at 8-18 atms for 8-22 seconds). He then deployed a taxus express2 3.5 x 16 mm drug eluting stent in the proximal lad. He noted that the balloon did not inflate in a normal fashion; the ends started to inflate when the pressure was increased to 12-14 atms. The balloon inflated fully, but did so very slowly. When the physician attempted to deflate the balloon, it would not deflate. The balloon was inflated for a total of 7 minutes. They were able to deflate the balloon by increasing the pressure to 25 atms when it finally ruptured. The physician was unable to retract the balloon into the guide, so they removed the entire system. Another guide catheter and wire were advanced and a taxus express2 3.5 x 12 mm drug eluting stent was deployed in the proximal lad and was postdilated with a maverick 2.5 x 9 mm balloon. Aggrastat and heparin were administered during the procedure. There were no pt injuries or complications reported.